Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 25-apr-2016, fse followed up with the customer to troubleshoot the reported event. The device substrate still was not switching from substrate #1 to substrate #2. The fse replaced the lqd board and 3-way solenoid valve. The device was restarted and tested without issue. No further action was required. The most probable cause of the reported event was due to fault/failure of the lqd board.

Event description:
On (B)(6) 2016, the customer reported issues with substrate volume accuracy with their aia-2000. He was not receiving the warning informing the substrate was low and then switches to the second bottle. After reviewing the specifications, the customer noted that the settings were set to warn and the check mark for substrate warning had two bottles loaded; one was half full and the other was almost empty. The device display showed the second bottle. On (B)(6) 2016, the customer contacted technical support (ts) with continued substrate issues. He reported receiving the warning that the device had switched to and was using substrate #2. When his results were reporting, he received the (dl) flag causing him to check again. He noted that substrate #1 bottle was completely empty. The customer reported that the lines appeared ok and were free from air and kinks. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg reproductive hormone, luteinizing hormone (lhii),prolactin (prl) and follicle stimulating hormone (fsh) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.